Event description:
Stapler fired once properly and then could not get to work again in patient. Post-op note - an area about 5 cm from the pylorus was identified and the omentum was divided along the greater curvature of the stomach. The hiatus was visually inspected, and no significant hiatal hernia was seen. A 40 french bougie was inserted by anesthesia. 2 green load staples with buttress material were fired sequentially along the bougie. The remainder were blue loads with buttress material sequentially fired. An egd was then inserted, and a large amount of food particles was seen. A leak test was performed and negative. No significant bleeding was identified inside the stomach.